Event description:
It was reported the patient experienced embolism of the heart and central nervous system. Subsequently the procedure was cancelled. During a cryoablation procedure under sedation, a polarsheath steerable sheath was selected for use. After introduction into the patient anatomy, the dilator was removed and with the guidewire inserted, it was manipulated into the left atrium (la.) Irrigation was via an irrigation pump. While inside the la, the patients saturation dropped. The patient's breathing cadence was normal but, st elevation was noted with atrioventricular (av) block; the patient was non-responsive to verbal orders. The procedure was discontinued while neurologists and interventionalists diagnosed embolism of the heart and central nervous system. CT scan was performed; no significant bubbles were observed in the heart or brain. The patient underwent hyperbaric chamber treatment and one hour after the procedure, the patient was responsive to verbal orders. As of (B)(6) 2025, the patient is completely recovered. Post procedural testing of the device did not show any issue with the valve closure. It was suspected that the origin of the air may have been from the three-way stopcock attached to the sheath, when manipulating it and connecting the irrigation pump. It was also not ruled out that there may have been an issue with the irrigation pump. The device will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events.

Event description:
It was reported the patient experienced embolism of the heart and central nervous system. Subsequently the procedure was cancelled. During a cryoablation procedure under sedation, a polarsheath steerable sheath was selected for use. After introduction into the patient anatomy, the dilator was removed and with the guidewire inserted, it was manipulated into the left atrium (la.) Irrigation was via an irrigation pump. While inside the la, the patients saturation dropped. The patient's breathing cadence was normal but, st elevation was noted with atrioventricular (av) block; the patient was non-responsive to verbal orders. The procedure was discontinued while neurologists and interventionalists diagnosed embolism of the heart and central nervous system. CT scan was performed; no significant bubbles were observed in the heart or brain. The patient underwent hyperbaric chamber treatment and one hour after the procedure, the patient was responsive to verbal orders. As of 06march2025, the patient is completely recovered. Post procedural testing of the device did not show any issue with the valve closure. It was suspected that the origin of the air may have been from the three-way stopcock attached to the sheath, when manipulating it and connecting the irrigation pump. It was also not ruled out that there may have been an issue with the irrigation pump. The device will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.